Event description:
Literature: coffey mj, chou kl, patil pg, catatonia during deep brain stimulator implantation complicated by intracranial hemorrhage. Mov disord. Jun 15 2010; 25(8): 1097-1098. Summary: this article describes a parkinson's disease (pd) patient who developed catatonia during deep brain stimulation (dbs) surgery complicated by intracranial hemorrhage. Event: a (B)(6) female patient with levodopa-responsive pd for (B)(6) and a history of nonmelancholic depression underwent surgical placement of dbs electrodes into each subthalamic nucleus. During the procedure, the patient experienced mild hypertension which was controlled with low doses of metoprolol. Prior to electrode placement, the patient spoke when asked questions and complained about intermittent left arm pain. During electrode placement, the patient gradually developed dystonic flexion posturing of the left arm and intermittent flexion of the right arm and left leg, and was mute when asked questions. The patient had gegenhalten in both arms and eyelids upon passive manipulation. There was no motor weakness. The patient also displayed a protruding grimace (schnauzkrampf), bilateral grasp reflexes and mitgehen in the right arm. Lorazepam 2 mg was given intravenously and the patient's bush-francis catatonia rating scale score decreased from 24 to 10 after four minutes. The patient had decreased rigidity and the grimace and mitgehen disappeared. A CT scan revealed an acute intraparenchymal hematoma in the right frontal lobe with a small amount of associated extra-axial blood. There was mild adjacent mass effect with effacement of the cerebral sulci and frontal horn of the right lateral ventricle with subfalcine herniation and associated mild midline shift to the left. The patient was transferred to neurosurgical intensive care where her bush-francis score was 28 four hours after surgery. The stupor, rigidity, negativism, grimacing, and mitgehen had returned. The patient was managed for 10 days without change and thereafter transferred to a subacute care facility closer to home. The patient's subsequent course was unknown by the authors.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time, no additional information was available, additional information has been requested. (B)(4).